Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with worsening heart failure. The his bundle lead was explanted and replaced with a traditional cardiac resynchronization therapy (crt) lead. No further patient complications have been reported as a result of this event.